Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the tampon had a string that was too short and inaccessible to aid in the removal of the tampon. She had to manually remove the tampon with no medical assistance. No further information has been received.